Manufacturer narrative:
Concomitant medical products: etlw1620c93e stent graft, implant date: (B)(6) 2014; etlw1624c82e stent graft, implant date: (B)(6) 2014; etbf3 216c124e stent graft, implant date: (B)(6) 2014; etlw1616c82e stent graft, implant date: (B)(6) 2014; addr01 ipg, implant date: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited elevated impedance and thresholds were noted in bipolar configuration. High impedances were also noted. A possible rv lead outer coil fracture was suspected. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.